Event description:
The electrode pads were connected to the mrl AED defibrillator, and they were recognized by the unit. When the paramedic decided to shock the patient and proceeded to charge, he confirmed the rhythm was suitable for deibrillator and pressed the discharge button. A loud bang and sparks emanated from one of the pads causing shock and consternation. Though it was interpreted by kimberly-clark that "shock" meant the surprise of those attending rather than electrical shock, as the report specifically stated there was no injury related to the event). The user attached the pads to a plastic film and saved them for problem reporting. The packaging was not retrieved, so the user could not provide the lot number or expiry date. The user's equipment department examined the defibrillator remained on the ambulance vehicle for use.